Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that the high pacing threshold was discovered in a routine device follow up. It was suspected that there was a possible subclavian crush as the patient was extremely obese. This rv lead was surgically abandoned. No additional adverse patient effects were reported.